Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that a type ia endoleak was observed on 7 year follow up. The cause of the endoleak was noted to be due to inadequate proximal sealing due to wide aortic neck and the use of chimney grafts (right renal artery and sma) and several aortic grafts. It was reported that the patient presented 2 years later with abdominal pain and that abdominal aneurysm rupture was diagnosed. It was noted that repair was not attempted as it was not deemed technically possible and the patient expired. The cause of the death was due to rupture of the aneurysm, with the type ia endoleak noted as a likely contributory cause of the rupture. No additional clinical sequelae were reported.

Manufacturer narrative:
Additional information: it was reported that the patient expired two weeks after presenting with the rupture. If information is provided in the future, a supplemental report will be issued.